Event description:
Numerous instances of poor grounding pad performance: failure to stick, sticking only partially, gel separating from pad, wires exposed. Resolution has not occurred despite all efforts.